Event description:
It was reported that an increase in threshold and a decrease in pacing lead impedance were observed. Lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 8.3-9.7cm, 9.4-10.6cm, and 15.2-15.8cm from the distal tip, consistent with lead friction to a feature of the heart. Internal insulation abrasion was found at 7.4-8.3cm, 10.8-11.3cm, and 12.3-12.8cm from the distal tip. The etfe coating was intact at all abrasion locations.